Manufacturer narrative:
One device was returned for repair with complaint that the keypad was sticking. There were no previous services reported. Log events were reviewed and there are no errors related to the customer complaint. Visual inspection found the downstream occlusion (dso) seal and keypad were damaged. The keypad and the downstream occlusion (dso) seal were replaced. Device passed all testing post repair.

Event description:
One device was returned for repair with complaint that the keypad was sticking. Investigation found that the downstream occlusion (dso) seal was damaged, which indicates seal integrity is compromised and is a reportable malfunction. There was no patient involvement reported.